Manufacturer narrative:
This report is submitted on november 25, 2019.

Event description:
Per the clinic, the patient experienced an electrode tip fold-over. The device was explanted (B)(6) 2019 and the patient was reimplanted with a new device during the same surgery.